Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was found. Prior to placing the taxus express2 2.5x20mm drug coated stent, the physician found that the stent was bent. The procedure was completed with another taxus express2 stent. No pt complications occurred. Pt status is satisfactory.